Event description:
The patient had a knee replacement done with a microport patellar button. The button became loose, leading to a revision surgery. Original surgery date was (B)(6) 2025. The revision surgery was done (B)(6) 2026. The button, which I have reported to microport, had excessive movement of the plastic on the metal.